Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to vertigo, tinnitus and pain. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 24, 2024.